Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level 300 to 400 mg/dl. Customer was treated with insulin shot. Customer was alleging insulin pump for under delivering because customer high blood glucose level. Drive support cap was normal. Customer declined to check air bubbles and leak. Insulin pump passed displacement test. Customer stated that the buttons were hard to press. The insulin pump will not be returned for analysis.